Manufacturer narrative:
No components have been returned to the manufacturer. No further investigation may be carried out. The customer will be provided with a new centrifuge rotor. (B)(4).

Event description:
The customer stated that rt12 rotor broke apart into small pieces in statspin ssvt-1 centrifuge. The customer stated that the safety shield was in-place at the time of incident. The customer stated that no part was escaped from the centrifuge at the time of incident. There was no report of harm or exposure to the operator, and no injury to the (veterinary) patients.